Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius mexico technician performed an onsite investigation and addressed the reported fluid leakage by tightening the loose ultrafiltration (uf) line. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 hemodialysis machine was leaking during treatment while the patient was connected. The patient was moved to a different machine and completed treatment with no injury, adverse event, or medical intervention reported. A fresenius (B)(4) technician was scheduled to service the reported machine. The technician tightened the ultrafiltration (uf) line, function tests were passed, and the machine was left functioning correctly. It was confirmed that no sample parts are available for return.